Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid part of the left anterior descending artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified no kinks or damages on the hypotube shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was refolded. A microscopic examination of the tip section found no damage. A microscopic examination of the proximal and distal markerband identified no damages. During leakage test, the device was attached to a pretested encore inflation unit (encore tested using a druck gauge) and when an attempt was made to inflate the balloon, a pinhole leak was identified in the balloon. The pinhole was located over the proximal edge of the proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid part of the left anterior descending artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6atm for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.